Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and diminished sensing. A lead revision was attempted, but the lead was not able to be moved. A laser lead extraction occurred several days later, and the rv lead was replaced. No patient complications have been reported as a result of this event.